Manufacturer narrative:
(B)(4): the customer advised that after replacement of the therapy connector assembly, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.the device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device would intermittently detect a connection through the therapy connector assembly. Without this connection recognized, the device would not be able to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.